Event description:
It was reported that a chemoclave® vented bag spike allowed air to enter the tubing during patient infusion. The reporter stated, ¿there was air in line during infusion." It was also mentioned that there was no concomitant drug, no concomitant device, no bleed-back, with the unknown name of chemo drug, no bio-hazard, and an unknown user facility med-watch. The device was not reprocessed/resterilized. The quantity affected is 1 and is available for return for evaluation. A sample photo was not provided. The sample was returned from clinical contact. An evaluation letter is requested. There was patient involvement, no adverse event/patient harm, and no delay in critical therapy.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
Received one (1) used ch-14 chemoclave vented bag spike connected to a semi-rigid injection 250ml bottle for inspection. The semi-rigid bottle was observed to be partially collapsed. No other defects or anomalies were noted. The clave was leak tested per product specifications. There was no leakage. The reported complaint was unable to be replicated or confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.